Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no reported adverse impact to customer's blood glucose level. Customer did not recall further details regarding the event as event occurred in the past and the customer did not call into tandem technical support at the time of the event.